Event description:
It was reported that there was a pulmonary embolism and perforation. A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2019 the patient was diagnosed with a pulmonary embolism. On (B)(6) 2019 it was noted that a perforation had occurred. No further patient complications were reported.